Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the problem was resolved on (B)(4) 2017. By a manufacturer representative (rep) at the doctor's office. The por was caused by the ins not being active after the surgery. The device wouldn't sync with the programmer.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the patient just received the implant today, went to adjust stimulation when they got home, and received a por error code message. No symptoms were reported. The patient¿s indication for use was unknown. No further complications were reported/anticipated.